Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump found no anomaly. The pump passed all non-destructive testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the "patient had a strong suspicion on the products (pump/catheter)" after undergoing 4 revision surgeries for "malfunction" of not properly inducing drug from the pump. Per the reporter, "patient didn't feel drug from the pump injected as programmed". The pump was replaced. The pump was delivering baclofen.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.